Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the laser output was not adjusted properly. To resolve the reported issue, the laser generator was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect laser generator was returned to the manufacturer for evaluation. Functional testing found that when set to 15w of output, the laser was generating under 5w. The laser output lens was noted to have damages. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the laser box on the laser ablation system would not generate heat. There was no patient present when this issue was identified. No additional information was provided.